Event description:
It was reported that while stimulation was off, the implantable neurostimulator (ins) would "turn itself back on". It was stated that the patient went to the doctor's office and worked with a nurse that confirmed that after turning the ins off, it turned back on. It was stated that the patient did not have magnets on clothing to toggle the reed switch. It was reported that education on the patient programmer use resolved the reported issue. It was noted that the patient was able to turn off the ins and the symptoms returned.

Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator product ID 3389-40, lot# j0204946v, implanted: 2002 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 748251, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3389-40, lot# j0204946v, implanted: 2002 (B)(6); product type lead. (B)(4).